Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the protégé everflex self-expanding peripheral stent. Survey results are received for a vascular surgeon practicing in spain. The physician has been using the protégé everflex self-expanding peripheral stent since 2012. Within the last 12 months, the protégé everflex self-expanding peripheral stent was utilized in 20 procedures for treatment of malignant neoplasms in the biliary tree. During use of the protégé everflex self-expanding peripheral stent for treatment of lesions that appear to be at high risk for restenosis following pta in the subclavian arteries, the following complications have been encountered: renal failure requiring dialysis (8 occurrences), restenosis due to progression of atherosclerosis (15 occurrences), and thrombosis or occlusion of the stent due to inactivity of antiplatelet treatment (5 occurrences). Of these, some restenosis, and thrombosis or occlusion of the stent events are reported to have occurred within the last 12 months. The renal failure requiring dialysis, and thrombosis or occlusion of the stent events were considered to be very concerning. The restenosis events are reported as somewhat concerning. Aside from the renal failure requiring dialysis event reported, the remaining events were deemed to be device related.